Event description:
Per the clinic, the patient developed granulation tissue and device extrusion, with the transducer exposed at one corner, following a motor vehicle accident in the winter of 2026 (specific date not reported). Oral steroids were administered (specific dates and duration not reported). Subsequently, the device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.